Manufacturer narrative:
The development of the renu successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, patient selection and pre-procedure sizing. According to the operative report, the physician appeared to have deployed the renu device per label as it was placed just inferior to the lowest renal artery. Upon deployment of the top stent, the endoleak persisted. This could indicate other unknown factors were contributing to the endoleak that the renu graft could not address. However, we have notified the appropriate individuals and we will continue to monitor for similar events.

Event description:
A old female underwent aaa repair in 2008. The patient had severe aneurysm disease and had undergone an endovascular aneurysm repair of her thoracic aneurysm and secondarily an endovascular repair of her abdominal aortic aneurysm. The graft in the abdominal aorta had migrated distally with the development of an type I endoleak which had been identified by a previous CT angiogram. The procedure was an attempt to cover the type I endoleak. The renu graft was brought up and positioned at the level of the lowest renal artery and carefully deployed with several angiograms being performed during the deployment. The deployment occurred right at the lower left renal artery and after it was deployed the suprarenal fixation was released. With the graft in place now, a subsequent angiograph revealed what appeared to be a continuation of the type 1 endoleak. The physician then decided to convert to open repair. The mechanical retractors were placed for optimal visualization, the groins were clamped with vascular clamps and the infrarenal aorta was clamped across the suprarenal fixation device. The aneurysm was opened and the graft was visualized. There was an area that was clearly flowing around the endovascular prosthesis on the patient's right side.